Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light indicating the presence of a potential product performance issue. Following the successful transmission of remote monitoring data, a review indicated that the right ventricular (rv) pacing impedance measurements increased to greater than 3,000 ohms shortly after implant. There was no noise noted on any stored electrograms (egm) or the presenting egm. Intrinsic r-waves were also consistent and within normal limits. A revision procedure was performed and it was determined that the terminal pin of the rv lead (another manufacturer's) was not fully inserted into the device header. The physician tugged on the rv lead and it easily came out. The lead was re-inserted back into the device and re-tightened. The pacing impedance measurements decreased to 423 ohms. The pocket was closed and the patient was discharged from the hospital a couple hours later. No additional adverse patient effects were reported.